Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported med line cracked at the hub and leaking. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.